Event description:
The field service engineer (fse) reported olympus on behalf of the customer, the high definition lcd monitor would not start up during set up. The reported issue occurred during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The monitor would not power on and the green light-emitting diodes (led) was blinking. The failure was caused by a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the power did not turn on due to a faulty printed circuit board (g1 board). The root cause of this event was unable to be identified.olympus will continue to monitor field performance for this device.